Event description:
The customer reported via phone call that they experienced hypoglycemia with a blood glucose value of 22 mg/dl. Customer reported that got awaken because of beeping and saw a critical pump error alarm. The customer was treated with glucose/carb intake and no further patient complications were reported. Troubleshooting was performed and it was unknown whether the auto mode feature was active or not at the time of the event. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S/w ver. 5.2a. Retainer ring = black. Case type = ngp. On (B)(6) 2022 the customer reported an open book which in turn lead to his/her high blood glucose. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side, cracked middle (enter) keypad button. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The formatted history file confirms pump error 53 (filenumber = 65535, linenumber = 65535). The adapt tool does not list any other error that could potentially trigger a critical pump error whatsoever. The case was cut open. After visual inspection, there is heavy corrosion all along the bottom of pcba1. In summary, the customer¿s report of an open book was confirmed during testing. The critical pump error (open book image) alarm and pump error 53 (filenumber = 65535, linenumber = 65535) is due to an error that requires hardware analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.